Event description:
Rep reported that the device was implanted in the operating room and when the pt was moved from the operating room to ICU, the device stopped working. The device was removed and replaced two days later.

Manufacturer narrative:
Upon completion of the investigation, a follow up report will be filed.